Event description:
It was reported that a pump was alarming cassette partially unattached- remove and replace cassette. Opened and closed battery door. Powered pump on and alarm persisted. Closed clamp and removed and replaced cassette- alarm persisted. Opened battery door, removed cassette and then replaced cassette and closed battery door. Powered pump on and alarm persisted. Powered pump off. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.